Event description:
Customer reports cavilon no string barrier film was applied around c-section incision prior to application of gauze and tape dressing. Alleges redness, blisters and shiny skin occurred on two pts following dressing removal. Reports the two pts developed superficial surgical site infections. Could not verify but an oral antibiotic may have been administered. No additional pt information available.

Manufacturer narrative:
Device not received. Results: no evaluation performed. Conclusion: device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.